Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported her blood glucose level bottomed out this morning and requested assistance adjusting her basal rate profile. Assisted pt with adjusting her basal rate profile. Pt stated she went to the hospital this morning due to her low blood glucose. Pt reported experiencing low blood glucose issues for the past year. Pt stated she only ate a sandwich and (B)(6) for dinner last night because she wasn't feeling well most of the day and woke up around 4 am and felt hot and sweaty. Pt reported she tested her blood glucose level and rec'd a reading of 74 mg/dl at the time so she ate some applesauce. Pt stated she did not realize the applesauce was sugar-free at the time and went back to sleep. Pt reported her daughter attempted to wake her up at 8 am but she was cold and unresponsive so her daughter called the paramedics. Pt stated the paramedics tested her blood glucose at 14 mg/dl when they arrived and gave her sugar water and a glucose IV. Pt reported she was in the hospital from 8 am to 1 pm today. Pt stated her blood glucose was 56 mg/dl when she arrived. Pt reported she also rec'd potassium, peanut butter and apple juice in the hospital. Pt stated her blood glucose was at 225 mg/dl prior to leaving the hospital. Pt's target blood glucose range is 100-150 mg/dl. Pt reported the doctors advised her to stay off of the infusion device for an hour and adjust her basal rates before she resumes pump therapy. On f/u call on (B)(6) 2011, pt reported the new basal rate settings did help and she is no longer having low blood glucose episodes. No product return was requested.